Event description:
The customer alleged that she performed a control test and received a result of 199 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The customer used up the strips that gave the high reading, so they will not be returned for evaluation.